Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (damaged connector pins) could not be confirmed; the batteries operated as expected during bench testing, with no indication of damaged or bent pins. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the "patient wanted to exchange a battery that was low on power, however used an uncharged battery to connect to the controller." "Nurse was alerted with the alarm when controller lost both powers, and power was immediately reconnected." "Upon inspection, it was observed that power port 1 has a bent pin." "Patient lost consciousness." "Log files were sent." It was stated that the patient underwent an "elective controller exchange and will be re-educated on power management." Patient "tolerated exchange well" and that the controller exchange corrected the issue. It was stated that the patient was already in the hospital due to "sternal wound infection." "No additional information provided. Investigation is ongoing.